Event description:
It was reported that vessel trauma and thrombosis occurred requiring intervention. On (B)(6) 2025, the subject was enrolled into ranger av japan as part of clinical trial, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 5.40 mm reference vessel diameter, 92.42 mm length and 68 % stenosis with no calcification. Pre-dilatation was performed using 5.5 mm x 40 mm 35 yoroi balloon with residual stenosis of 6 %. The target lesion was treated with 6 mm x 120 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 6 %. Post procedure, the subject was advised to continue ongoing aspirin and anticoagulant medication therapy. On (B)(6) 2025, 171 days post index procedure, 67% stenosis was noted in the left arm swing point, in the cannulation zone and venous outflow with 15.21mm lesion length. The stenotic lesion was dilated by percutaneous intervention using a 6 mm x 40 mm athletis pta balloon dilatation catheter. The final residual stenosis was noted to be 17%. After dilatation a vascular injury (minor leak) was observed at the same site. Balloon inflation at 4 atm was applied to occlude flow, followed by compression to achieve hemostasis. Repeat angiography after compression confirmed successful hemostasis. Reintervention core lab angiography findings dated (B)(6) 2025 revealed that prior to reintervention, the target lesion had 5.1 mm reference vessel diameter, 110.38 mm lesion length, and 100% diameter stenosis. Post-reintervention assessment revealed 28.57% diameter stenosis with partial thrombosis. The partial thrombus was noted as questionable. On the same day, the outcome of the event was considered as resolved.

Manufacturer narrative:
Detailed product and event information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.